Event description:
It was reported that t:slim x2 pump battery would not charge even when different charging cables and wall adapters were tried, and charging connection was not recognized. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump as backup therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place problematic pump into storage mode and return it with a prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.